Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (2000 mcg/ml at 965.3 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that a motor stall was seen at initial pump interrogation. The patient had not recently had an MRI. The pump logs revealed that the pump had multiple motor stalls and recoveries. The first motor stall was on (B)(6) 2016 at which time the pump stalled for 30 minute; on (B)(6) 2016 it stalled for 10 minutes; and on (B)(6) 2016 the pump was stall for almost 48 hours and then recovered. The patient had no new environmental or magnetic exposures. The pump was going to be replaced. On (B)(6) 2016, the patient had gone to the ER (emergency room) because the pump was alarming and they believed he had symptoms but the reporter did not know the specifics. Additional information was received from an hcp on 20-jun-2016 and it was reported that the patient¿s other medications at the time of the event included topiramate, diazepam, colace, percocet, and venlafaxion. The patient¿s other pertinent medical history was traumatic brain injury with residual spastic quadriparesis previously well controlled on intrathecal baclofen. The patient reported symptoms suggestive of baclofen withdrawal during one of the stalling episodes. The troubleshooting was that the pump logs were read and confirmed the pump stalls. The pump was replaced. The cause of the stalls/recoveries was ¿suspect pump malfunction¿. After the pump replacement, the issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.